Event description:
It was reported that the patient has experienced somnolence since either starting a new medication or their last vns adjustment. The doctor believes that the somnolence may be medication related, due to the patient's current infection or due to vns being at the end of service. It was noted that the vns device was at the end of service, and the patient was referred for surgery. Surgery took place, and the patient's generator was replaced. It was reported that the generator was kept by the hospital facility. Additional information was received from the doctor that the somnolence was a contributing factor for the patient's surgery referral and that the it was occurring constantly for the patient. No other relevant information has been received to date.